Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. An assessment was performed which found that the motor did not rotate, displaying an e6 error code. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force during use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was "broken". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter indicated that the event occurred during the month of (B)(6), 2014. However, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.